Manufacturer narrative:
The patient's included in this study were treated with negative pressure wound therapy from 2009 to 2012. It is unknown when the events occurred as this information has not been provided. Based on information provided, it cannot be determined that the alleged wound infections are related to v.a.c. Therapy. It is unknown if medical or surgical intervention was required. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill therapy system). Refer to dressing application instructions (found in v.a.c. Dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c. Therapy should be discontinued.

Event description:
On jun 24 2016, kci received journal article, chan, monica, erlangga yusuf, stefano giulieri, nancy perrottet, ludwig von segesser, olivier borens, and andrej trampuz. Sa retrospective study of deep sternal wound infections: clinical and microbiological characteristics, treatment, and risk factors for complications. Diagnostic microbiology and infectious disease 84.3 (2016): 261-65. Doi: org/10.1016/j.diagmicrobio.2015.11.011 that reported patient's with secondary sternal wound infections (sswi) had v.a.c. Therapy more often that the patient's without sswi. On jul 05 2016, kci received the following information from the physician: the study did show a larger number of infections in patients with v.a.c. Therapy but it could not be validated statistically due to the small study population. Therefore, we only stated the observation and suggested a hypothesis that v.a.c. Therapy might have contributed to the infections. The units' type and serial numbers were not provided, therefore kci cannot conduct a device evaluation of the units.

Manufacturer narrative:
Based on the additional information, kci's determination remains the same.

Event description:
On jan 4 2016, the following information was identified by kci after completing a further review of the journal article: in table 2, it was that reported that there were 17 patients who developed secondary sternal wound infections (sswi) with the use of v.a.c.® therapy.

Manufacturer narrative:
Describe event or problem: originally reported as (B)(6) 2016, correction: (B)(6) 2017.